Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the site was receiving the following error messages: "generator error 15" and "image frame rates too low". The interconnected cable was checked and found to be okay. No patient was present during the time of the reported incident. The medtronic representative replaced the ht controller board as well as the driver filament board (because physical damage was found on it). After these replacements the system would expose in 2d mode, but when the rad gain cal was ran, it would create errors. The kv was increased and the system restarted. The issue was resolved. The root cause was found to be due to the filament driver board having a broken thermistor. The original ht board was re-installed in the system and the was functioning as designed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was receiving the following error messages: "generator error 15" and "image frame rates too low". The interconnected cable was checked and found to be okay. No patient was present during the time of the reported incident.